Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable and the lamp pin connector were replaced. The filament was calibrated and the beam was aligned during the service call. The system was tested and found to be working as intended, and put back into service.

Event description:
It was reported that the 9800 system screen went blank, and the system went to maximum kv during a case. No pt injury was reported.